Event description:
Customer reported there were fragments caused by the tear in the left glove. There was no patient injury reported.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Manufacturer narrative:
A non-conformance review could not be performed because no lot information was provided. Samples were returned for evaluation and examined by visual inspection. The reported issue was observed. Tensile strength testing and glove thickness measurements were conducted and all results passed within specification. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.